Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. No product or photographs were provided for evaluation. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. It was reported that one of the vials in the cement broke and was found leaking on their shelf. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and/or photographs are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer reported that one of the vials in the cement broke and was found leaking on their shelf.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Customer reported that one of the vials in the cement broke and was found leaking on their shelf.